Event description:
It was reported that the right atrial (ra) lead was explanted due very high capture thresholds. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted due very high capture thresholds. The lead was replaced. No additional adverse patient effects were reported. Additional information indicates that the high capture thresholds was likely caused by dislodgement. When an x-ray was performed, it was noted that the positioning looked abnormal. The lead remains in hospital possession.